Event description:
The caller alleges the head section of the (B)(4) bed is working fine, but the foot section will not move at all. States originally it would go down but was like falling down not a smooth movement.